Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 730pm, the patient was out with her daughter running errands and stated that her tandem insulin pump was showing no cgm readings. The patient was using the insulin pump as a display device, although she was not wearing it (as she was waiting on supplies to arrive) and was on insulin injection therapy. The patient got into her car and suddenly felt confused, panicked, and had blurry vision. She pulled the car over and hit a fence. She then had a seizure and lost consciousness. A bystander saw this occur and called emergency medical services (ems). At an unspecified time later, the patient regained consciousness in the back of an ambulance and was confused about what had happened. The tandem insulin pump was still showing nothing and no cgm reading while the patient¿s bg meter reading was 25 mg/dl. The patient was treated with a glucagon injection and IV glucose. After treatment, the patient declined to be brought to the hospital and ems took the patient home. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.